Manufacturer narrative:
Evaluation results: one cadd-solis vip was returned for investigation in good condition. The pump lock latch was broken however. The customer reported product problem was confirmed. The latch lock was replaced as a result. The problem source of the reported product problem was unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause was not established.

Event description:
It was reported that the latch lever got stuck on the pump. No patient injury or complications were reported in relation to this event.